Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the hickman t/l catheter products that are cleared in the us. The product classification code for the hickman t/l catheter product is identified. The lot number for the malfunction is unknown, therefore a manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650ce chronic catheter allegedly experienced a fluid leak and migration. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.